Event description:
It was observed that during the device evaluation, the subject device exhibited foreign objects come out of distal end; the aw-cylinder and the s-cylinder. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. The device was returned to olympus and the evaluation found: exhibited foreign objects come out of distal end; the aw-cylinder and the s-cylinder. The most probable cause of the malfunction found during device evaluation is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.